Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.